Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 340 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarm. The insulin pump was received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.